Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch (no creased). Inspected connector and no unlocked connector noted. Unable to verify unexpected restart alarm, displayable history crc check failed on startup alarm, motor error alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The pump passed stop current test. The insulin pump also had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed pump error and motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.